Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set cannula broke off in the patient's body under her skin. The patient's healthcare professional did not remove the cannula and recommended to monitor site. The patient did not know if her blood glucose levels were affected by the reported issue as the patient was experiencing low and high blood glucose levels prior to event. It was noted that the patient experienced high blood glucose levels of over 300mg/dl on the night of (B)(6) 2016 and low blood glucose levels of 60mg/dl on the morning of (B)(6) 2016. The high and low blood glucose was addressed by delivering a pump bolus and consuming carbohydrates, respectively. No permanent injury was reported.